Event description:
It was reported that the patient experienced urinary retention with an artificial urinary sphincter (aus). The patient needed to be catheterized with a 12fr catheter to void. The physician did not believe the device was the incorrect size initially but it possibly played a role. A revision surgery was performed in which the cuff appeared to be too tight but the pump was filling back up correctly. Air was noticed in the pump leading the physician to re-prime and reconnected the component. After doing this, the cuff did not open and the pump was re-analyzed. During analysis, air was still found on the pump. The physician removed all the original components and a new aus was implanted. The patient was expected to fully recover following the procedure.

Manufacturer narrative:
Model number/catalog number 72404127 serial number null batch/lot number 1000392340 model/catalog description control pump fgs iz model number/catalog number 72400024 serial number null batch/lot number 1000403302 model/catalog description balloon fgs 61-70 cm. Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Model number/catalog number: 72404127, serial number null batch/lot number: (B)(4)model/catalog description control pump fgs iz. Model number/catalog number: 72400024, serial number null batch/lot number: (b)(4, model/catalog description balloon fgs 61-70 cm. Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced urinary incontinence and retention with an artificial urinary sphincter (aus). The patient needed to be catheterized with a 12 fr catheter to void. The physician did not believe the device was the incorrect size initially but it possibly played a role. A revision surgery was performed in which the cuff appeared to be too tight but the pump was filling back up correctly. Air was noticed in the pump leading the physician to re-prime and reconnected the component. After doing this, the cuff did not open and the pump was re-analyzed. During analysis, air was still found on the pump. The physician removed all the original components and a new aus was implanted. The patient was expected to fully recover following the procedure.